Event description:
The following has been reported: biomed reported: lvp pump serial#: (B)(6) with a pump problem. Customer cleaned the av (actuator valve) pins and loading guide. No problem found testing pump. Searched history log found pump problem on (B)(6) at 14:44,14:18,13:58. On (B)(6) at 22:56, there was not any report of patient harm or of the issues stopping an active infusion. A preliminary review identified the following issue: processor hardware failure (linux core). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump was returned for investigation. Complaint was confirmed, device returned for processor hardware failure. Upon starting up the pump, yellow pump problem alarm was triggered. Log files reviewed show multiple linux core failures. Device was opened to inspect for internal damage. Multiple screw bosses for the main pcba on the front housing are damaged. Once the pump has successfully passed all necessary functional testing (after necessary repairs), it will be reviewed for quality release.